Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, excessive bunching was noted, it was unable to be corrected inside the atrium and the guidewire became stuck. The catheter was retracted into the sheath and removed, and excessive damage to the splines was noted. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.